Event description:
It was reported the patient went to the emergency room the night prior to report because they could not breathe. They were given pain medication but they started to get the pain again on the morning of report. They had taken 3 hydrocodones. They were afraid to move and they had turned it off the night prior to report. It was noted everything was fine and all of a sudden when they would breathe in they felt like they had pain in both lower sides of their back so they took hydrocodone but it kept getting worse despite the implant being turned off. The device was still off and they were not going to ¿plug it in¿ until they saw their doctor. The pain was ¿unreal.¿ it was stated that it ¿sounded like he had a kidney problem.¿ the pain was so great that the patient couldn¿t think straight. An x-ray, blood sample, and urine sample was performed and they could not find anything wrong with him physically. Additional information received reported the patient was sweating a lot and they had IV¿s hooked up to him. They had a lot of tests performed on him but they couldn¿t find the reason for the pain. They were taking hydrocodone pills every 2 hours.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient was seen on (B)(6) 2014 and (B)(6) 2014. At both appointments, the patient's device was checked by the manufacturer representative and it was determined the patients pain and breathing were not associated with the device and the device was fine. The patient was receiving therapy and stimulation where it was needed and had no restrictions in terms of their stimulation. The health care provider (hcp) was not clinically able to prove the patient was having pain. The patient was non-compliant and self-medicating. The hcp office had not heard from the patient since their last appointment on (B)(6) 2014.